Event description:
It was reported that after 10 minutes of lasering during the ureteroscopy procedure, it was noticed that the fiber was cracked. The procedure was completed with another device. There were no patient complications.